Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of two reloads. The visual inspection of the returned products noted the reloads were pre-fired and engaged in interlock. The jaws of the reloads were open. There were staples protruding from the proximal staple cartridge channel. Pmv performed functional testing which included the reloads were loaded into a pmv instrument for functional testing. The interlock was overridden and the reloads were then applied to test media. All staples were placed and test media was cleanly transected. The reloads¿ interlock was tested and found to function properly.records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during a lobectomy procedure, when the surgeon tried to fire the device, before complete first squeeze of the handle, it was stopped. So the scrub nurse changed the cartridge to a new one and the surgeon tried to fire again. But it stopped again before finishing of squeezing handle. So the scrub nurse changed cartridge and the handle to a new one. Then surgeon could finish this procedure without any additional event. There was no patient injury.